Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Initially, the device manufacture date was reported as 11-mar-2016. However, after the mre was performed, it was found that the actual device manufacture date is 5-mar-2016. The relevant filed has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a revision breast augmentation with a 450cc mentor memorygel breast implant (left) and a 475cc mentor memorygel breast implant (right) and experienced bilateral late onset seroma and left-sided breast mass and lymphadenopathy postoperatively. Starting 2018, the patient¿s mammogram results have been abnormal. In 2018/2019, the patient¿s doctor drained fluid and took biopsies from both breasts which were sent to pathology (unknown results). On (B)(6) 2019, a biopsy was performed on her left breast, and the pathology result on the biopsy is currently pending. In addition, the patient underwent removal of a left-sided breast mass, and some marble-size objects were noted under her left arm. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. If additional information is received in the future, a supplemental report will be submitted. This report is for the right prosthesis.